Event description:
It was reported to resmed (B)(4) that the astral device stopped ventilation. The caregiver placed the pt on a back-up device. The pt was reported to be doing fine. There was no pt injury reported as a result of this incident. MFR ref #: 3004604967-2015-00074.